Event description:
Meter name: one touch ii. Strip name: lifescan. Meter code: 5. Strip code: 5. Strip storage: unknown. Symptoms: stroke on the day of the event. A patient reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 165 (no units). The result on the hospital meter was unknown. The time difference between patient's meter and hospital was unknown. Treatment was unknown. Patient claims that about an hour before the stroke patient's blood glucose reading was 165 and was hospitalized. No further information has been reported.